Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the visual inspection revealed the the setscrew was obstructing the connector bore.

Event description:
It was reported during the impalnt procedure that the c154dwk device was noted to have rv pace/sense port/set screw damage. The device was not implanted. No patient complications have been reported as a result of this event.